Event description:
Tpn leaking on to the bed and blood backing into the tubing, patient sleeping and not touching the tubing. Unclear where the tpn was leaking from on the tubing. Tpn re-hung with new tubing. Dstick obtained: 110.what was the original intended procedure?infusion of tpn, unclear where leaking.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.